Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up test fail #14. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval?), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue, unit would power up with power up fails code #14. The fse replaced the scroll compressor (0119-00-0236) and performed test. The unit has passed all functional and safety test and is now ready for clinical use.